Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, the procedure was set up as usual. However, the system was paused during diagnostic hysteroscopy when the physician noted a cervical leak. The button was pressed to continue and the system went into ablation phase. They were unable to go back to diagnostic hysteroscopy. The procedure was cancelled and a different procedure was performed. The patient was reported to be fine.